Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference numbers: 3006705815-2021-00524, 3006705815-2021-00525, 1627487-2021-01117. It was reported that during a routine programming, the patient complained of spinal incision pain with some draining without fever, chills, sweats, nausea, weakness. Patient reported back that the drainage from spine incision is now green in color with itching. Patient denied any fevers, chills, sweats. In turn, the patient had their system explanted. Patient was prescribed antibiotics to address the issue.